Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('failure to occlude (close) fallopian tubes/ perforation (other) please describe:, malposition of essure device, migration of essure device, expulsion of essure device, other (please describe) :coil migration') and device breakage ('breakage of essure device') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6)2008 patient underwent iodine test as essure confirmation test- which concluded failure to occlude (close) fallopian tubes, breakage of essure device, perforation (other) please describe:, malposition of essure device, migration of essure device, expulsion of essure device, other (please describe) :coil migration. Concurrent conditions included hypothyroidism and sleep apnea. Concomitant products included levothyroxine since 2006 and liothyronine since 2010. On (B)(6)2008, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, infection (other) describe: uti"), migraine ("migraines / headaches"), memory impairment ("psychological or psychiatric problems condition: forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain/ backache") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothroidism") and sleep apnoea syndrome ("sleep apnea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with imaging, blood work, urine sample, CT scan and surgery (total hysterectomy (uterus and cervix removed), tubal ligation, oophorectomy, cholecystectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation and device breakage outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, memory impairment, dysmenorrhoea, fatigue, abdominal distension, alopecia, weight increased, uterine leiomyoma, abdominal pain, back pain, hypothyroidism, sleep apnoea syndrome and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, hypothyroidism, memory impairment, menorrhagia, migraine, sleep apnoea syndrome, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('failure to occlude (close) fallopian tubes/ perforation (other) please describe:, malposition of essure device, migration of essure device, expulsion of essure device, other (please describe) :coil migration') and device breakage ('breakage of essure device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2008 patient underwent iodine test as essure confirmation test- which concluded failure to occlude (close) fallopian tubes, breakage of essure device, perforation (other) please describe: malposition of essure device, migration of essure device, expulsion of essure device, other (please describe): coil migration. Concurrent conditions included hypothyroidism and sleep apnea. Concomitant products included levothyroxine since 2006 and liothyronine since 2010. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (other) describe: uti"), migraine ("migraines / headaches"), memory impairment ("psychological or psychiatric problems condition: forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain/ backache") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism") and sleep apnoea syndrome ("sleep apnea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with imaging, blood work, urine sample, CT scan and surgery (total hysterectomy (uterus and cervix removed), tubal ligation, oophorectomy, cholecystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, memory impairment, dysmenorrhoea, fatigue, abdominal distension, alopecia, weight increased, uterine leiomyoma, abdominal pain, back pain, hypothyroidism, sleep apnoea syndrome and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, hypothyroidism, memory impairment, menorrhagia, migraine, sleep apnoea syndrome, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received- previously reported event ¿ injury¿ is replaced with ¿failure to occlude (close) fallopian tubes/ perforation (other) please describe:, malposition of essure device, migration of essure device, expulsion of essure device, other (please describe): coil migration¿, events- ¿ breakage of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, migraines / headaches, forgetfulness, dysmenorrhea (cramping), fatigue, bloating, hair loss, weight gain, fibroids, abdominal, lower back pain/ backache, hypothyroidism, sleep apnea, weight loss¿, medical history, reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.